Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the stop button not working is due to the button being pressed while there is an alarm that has not been cleared by pressing the silence alarm button. For other buttons to function, the alarm needs to be silenced first; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. D4: catalog, serial, UDI number unknown. G4: 510k number unknown. H3: device not received by manufacturer. H4: device manufacture date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, there were multiple pumps that would not stop when the stop button was pressed. It was noted that the pump had recently been updated. Per the reporter, there were no adverse patient effects.